Manufacturer narrative:
Visual inspection of the returned device has confirmed this abutment screw has fractured near the threads of the device. The hex has also been stripped. No non-conformance, / CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. No root cause for this event can be determined.(B)(4)

Event description:
The dentist reported that this abutment screw fractured.